Event description:
The customer reported that the system would display a potentiometer error and would have to reboot. No pt injury is reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The fluoro functions board pcb and the generator interface board pcb were reseated. All the cables tied into the collimator iris were reseated and the collimator iris was calibrated. The system was tested and found to be working as intended and put back into service. The malfunction may have resulted in an accidental radiation occurrence.